Event description:
It was reported that during a lap sigmoidectomy procedure, the shear stopped working during the intervention and was replaced by a second instrument. Also this instrument stopped working and awhile and needed to be replaced by a third one. Looking at the instruments you can see that both parts of the scalpel are broken. One broken and one with a fissure. There was no reported pt consequence and 2 devices are being returned.